Event description:
It was reported to philips that the system does not start at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that rebooting the system did not solve the issue. The fse replaced the power supply (pd. Scomp. Dcps_24v_12v_5v) and the device was returned to expected functionality.